Manufacturer narrative:
(B)(4). Device evaluation: product evaluation was not performed because according to the initial report, the product is not available for return. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye due to residual hyperopic astigmatism. The lens was replaced with a model zct225 23.5 diopter iol. There was no incision enlargement, no vitrectomy and no sutures performed. The suspect product will not be returned, and the patient no longer has visual acuity problems post-op. No other information was provided.